Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would alarm a motor error all the time. The customer was assisted with motor error troubleshooting. The alarm occurred during a basal and bolus. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. They were able to complete pump rewind due. However, it was noted that the insulin pump kept restarting during the call due to unexpected restart alarm, external ram error alarm, and displayable history failed self-test on startup alarm. They could not see how many motor error alarms the customer received. Troubleshooting for the other errors was not performed. The insulin pump will not be returned for analysis.